Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1; (B)(6). The following functional tests were performed: testing was performed by field service engineer from cardiac services, which included that testing of the device to reproduce the issue. The fse indicated that the loudspeaker was faulty and needed to be replaced. Speaker was ordered and replaced. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the faulty loudspeaker assembly. The reported problem was confirmed. The issue was resolved by replacement of speaker assembly. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the loudspeaker assembly found to be faulty. The device was not in clinical use at time of event, no patient involvement.